Event description:
The customer reported that his blood glucose reached 425 or 450 mg/dl less than 5 hours after the pod was activated. Upon removal he noticed the needle never deployed the cannula into his skin and the pink slide insert never move forward into the window.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.